Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Pharmacist stated to account manager in an email that a customer was rushed to the emergency room because her readings were "60 points off". No results were given, customer was not identified.

Event description:
Pharmacist stated to account manager in an email that a customer was rushed to the emergency room because her readings were "60 points off". No results were given, customer was not identified.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).